Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference manufacturer report: 3006705815-2018-00792. It was reported during a lead revision surgery the doctor was unable to implant the replacement lead due to resistance in the epidural space at t10. After multiple attempts the surgery was abandoned. The patient will be referred for another surgery.